Manufacturer narrative:
Batch review performed on 17 may 2018; lot 145715: (B)(4) items manufactured and released on 28 october 2014. Expiration date: 2019-09-30; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event; mpact dm double mobility hc liner 28/dmg reference 01.26.2854mhc (k092265); lot 174324: (B)(4) items manufactured and released on 22 november 2017. Expiration date: 2022-11-06; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
Revision surgery due to signs of infection after 2 months. The pathogen is unknown. The surgeon revised the head and liner.